Manufacturer narrative:
The failed IV set was not returned to the manufacturer for evaluation. (B)(4).

Event description:
The customer reported leakage at the filter of the IV set, which lead to chemo leakage. No patient injury or harm was involved in this case.